Event description:
A customer reported that coulter lh750 hematology analyzer was leaking green color fluid and the instrument background for wbc was out. The user was wearing gloves and lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, and the lab does not have an exposure control or risk management plan. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) removed a clog in wbc aperture #3 for high background. No leak was observed. The fse verified the repair per the established procedures. Root cause of the leak is unknown. (B)(4).